Manufacturer narrative:
Other components include: product ID: 8709sc, lot# n253967001, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving 5 mg/ml of dilaudid at 1.9 mg/day and 4 mg/ml of bupivacaine at an unknown dose an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2017, it was reported that the patient¿s catheter was replaced. During pump refills, the hcp did not aspirate the expected amount of drug, so it was advised that the catheter be replaced as the patient was already scheduled for a pump replacement. It was noted that as troubleshooting the surgeon attempted to aspirate the catheter but was unable to aspirate it freely. The catheter was replaced as a result and the issue was considered resolved. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.